Manufacturer narrative:
The hill-rom technician found the CPR linkage was not connected. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012. It is unknown if the facility performed any other preventative maintenance on this bed. Hill-rom technician connected the CPR linkage to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the CPR function was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).